Event description:
A customer observed negatively biased phyt results from multiple samples from one patient. Biased results were reported to the physician, who questioned them. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event.